Manufacturer narrative:
Evaluation summary: one lf4418 ligasure device was received, and an evaluation of the sample could not confirm the reported issue. Visual inspection found tissue between the jaws, which were not locked shut. Mechanical testing found the jaws operated properly and the knife blade deployed smoothly. There was no knife blade exposure. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the knife blade was sticking and the blade would not retract. There was no patient injury.